Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. After the implant procedure, the patient was taking eliquis 5mg twice daily but was reported to be non-compliant. At the routine 45-day follow-up, transesophageal echocardiogram (tee) identified a mobile thrombus on the threaded insert of the closure device. The patient was admitted to the hospital and started on a heparin drip. The patient is expected to be discharged once their international normalized ratio (inr) is 2-3. The patient is expected to return for a follow-up 6 month tee.

Manufacturer narrative:
Implant date updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. After the implant procedure, the patient was taking eliquis 5mg twice daily but was reported to be non-compliant. At the routine 45-day follow-up, transesophageal echocardiogram (tee) identified a mobile thrombus on the threaded insert of the closure device. The patient was admitted to the hospital and started on a heparin drip. The patient is expected to be discharged once their international normalized ratio (inr) is 2-3. The patient is expected to return for a follow-up 6 month tee.